Event description:
It was reported that during implant attempt, the lead would not track over the guidewire. A front-loaded stylet and different guidewire were tried with no success. There appeared to be a blockage within the distal portion of the inner lead lumen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: there was foreign material on all conductors, resulting in obstruction, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.